Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances of the electrodes and the electrodes had already been exchanged frequently. There were no known environmental, external, and patient factors that may have caused the ev ent. For diagnostics and troubleshooting impedance tests were performed. Actions taken were reported as the electrodes were explanted and replaced with new ones, the electrodes were explanted, and the stimulator was explanted. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that the high impedance issue persisted after the leads were replaced and then everything was fully explanted. The high impedances were measured prior to the surgical intervention and intraoperatively. The information been confirmed / provided by the physician.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6. B17, c20, and d14 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# (B)(6): explanted: (B)(6) 2026. Product type lead product ID 977a290. Serial# (B)(6): explanted: (B)(6) 2026. Product type lead h3 device evaluation: analysis of the implantable neurostimulator (ins) found no significant anomalies. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the lead (serial# (B)(6) found that the device was returned in 3 segments. The conductors were cut/broken from 10cm from the distal end and 64.75cm from the proximal end. All the conductor circuits were broken at 6.5cm from the distal end at or near the anchor; it was also noted that conductor circuit 0 was broken, but the location of the broken conductor was unable to be determined. The outer insulation was cut and breached 6.5cm from the distal end. The body insulation and stylet coil were cut through and the braid was cut, segmenting the lead 10cm from the distal end and 64.75cm from the proximal end. There were no shorts between circuits and continuity was acceptable, but circuit 0 was open. The third segment results were visual only due to the returned condition and all conductors were broken 6.5cm from the distal end. Analysis of the lead (serial# (B)(6) found that the device was returned in 3 segments. The conductors were cut/broken from 8.5cm from the distal end and 62.0cm from the proximal end. The broken conductor circuits were 0, 1, 4, and 6 at 7.25cm from the distal end at or near the anchor. The body insulation and stylet coil were cut through and the braid was cut, segmenting the lead 8.5cm from the distal end and 62.0cm from the proximal end. There were no shorts between circuits and continuity was acceptable, but 0, 1, 4, and 6 were open circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.